Event description:
In 2007, the sales representative reported that during a minimal invasive surgery for a lumbar fusion, the middle screw extender sleeve would not hold the screws. On five days later, the sales representative reported that the two side rails were found bent upon inspection after cleaning. There was no delay in surgery time because the surgical tech was loading the instrument ahead of time. There was no report of pt injury.

Manufacturer narrative:
Evaluation is pending upon the return of the product. Note: a report or other information submitted by a reporting entity under this part, and any release by FDA of that report of information, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of information constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.